Event description:
It was reported that the device was displaying a service indicator and had an error code in memory that indicates a potentially critical failure. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Upon opening the device a smokey, burned odor was noticed. Further examination showed signs of heat near the biphasic pcb, which traced back to some charred components near jack-connector, designator j20, on the biphasic pcb assembly. The biphasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a shorted and burned capacitor, designator c25.